Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Representative suspects pendant did not acquire ip which resolved after rebooting. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, during spinal fusion procedure, the imaging system would not boot past initialization please wait. Rebooting the image acquisition system (ias) and mobile view station (mvs), resolved the issue and the site proceeded with procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.